Event description:
Revision surgery - the surgery on (B)(6) 2015 was for an infected shoulder; the surgeon used an antiobotic spacer with a turon hemi. He went back into patient on this surgery, (B)(6) 2015, to revise to a reverse.

Manufacturer narrative:
The reason for this revision surgery was an infected shoulder; the surgeon revised to a reverse after using an antibiotic spacer with the turon hemi. The previous surgery and the revision detailed in this investigation occurred about 3.5 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.